Event description:
Procedure: laparoscopic colon procedure pt sex: unk reportedly, when the device was inserted into the trocar the bulb disengaged. However, it is not clear if the component fell into the surgical area.